Event description:
The facility reported an infusion pump that was "pumping too much and too fast". The event was reported to have occurred during pt infusion. The hosp representative stated that have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Despite baxter's effort to obtain additional information from the reported facility, details were not available regarding pt's demographics, medication involved, or device programming.